Event description:
It was reported that the patient experienced pain and the device was explanted at the request of the patient. Device was not replaced and the right ventricular lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.